Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a noise problem. The device was programmed to bipolar mode with no autocapture on.